Manufacturer narrative:
Pneumonitis is a general term referring to noninfectious inflammation of the lung tissue and occurs due to irritation of the lungs. General anesthesia, the introduction of an endotracheal tube, and respiratory depression from anesthetic gases can cause/contribute to such irritation. If left untreated, pneumonitis can cause severe lung damage and further deterioration. In the early stages, it is usually treated with steroids and oxygen therapy. As this complication occurred in the immediate postop period, it would be considered a procedure related event, and the device can be ruled out as causing/contributing. As noted in the medical records, this event is suspected to have been caused by aspiration. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices: 00875201136 ¿ xlpe liner ¿ 64671798; 00771101240 ¿ m/l taper stem ¿ 64846601; 00877503603 ¿ biolox ceramic head - 3048026. Product will not be returned to zimmer biomet for the investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 02763, 0001822565 - 2021 - 02764.

Event description:
It was reported that patient experienced post op pneumonitis requiring additional intervention and prolonged hospitalization. The complicated was resolved by post op day 2. Upon follow up, the patient had minimal pain and problems. Attempts have been made and additional information on the reported event is unavailable at this time.